Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluid in the pump pocket was discovered during a visit. The physician believed the pocket fluid may have been caused by the patient over exerting too soon after surgery and chose to monitor the situation. During the follow up visit, a culture was done and indicated that there was no infection. The physician decided a pump explanted was not necessary. The patient was reported to be doing well. There were no issues with the pump reported.